Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the device has been manufactured for approximately 7 years and 9 months since june 1, 2012, it is presumed that the phenomenon pointed out was due to the deterioration over the years occurred. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental is being submitted to correct the aware date in section g-4 from the initial MDR. The correct aware date was supposed to be april 12, 2020 and not march 19, 2020.

Manufacturer narrative:
Device has been returned for evaluation. Based on the evaluation and findings, olympus was able to confirm the damage on the power button. The old version main switch was broken and required an upgrade to new version. The unit tested okay and passed electrical safety test. The cause could not be established. No further information was reported.

Event description:
The customer reported to olympus that the device's power button was found depressed in during preparation for use. There was no patient injury reported.